Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Article citation: (B)(4).

Event description:
During manufacturer review of the published article (B)(4) it was identified that a patient had a fractured vns lead requiring replacement. The time of the event is unknown, as the article was a retrospective review from 1999 through 2008. Attempts to the author for further information have been unsuccessful to date.